Event description:
The customer reported that the device shut down unexpectedly during care of a pt while on battery power. The customer uses one battery during calls. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down unexpectedly during care of a pt while on battery power. The customer uses one battery during calls. There was no negative pt impact. There was no event to review because the device shut down. The device was returned to philips for eval. The reported symptom was confirmed. There was an error message in the logs that was consistent with an interruption of power. The symptom was localized to the battery pca. The battery pca was replaced to resolve the symptom. After passing all performance verification testing the device was returned to the MFR.